Manufacturer narrative:
UDI (ui): (B)(4).

Event description:
During the procedure, the rv lead was connected to the device and the impedance measurement was low. The same event occurred with a different lead. The device was exchanged and the issue was resolved.

Manufacturer narrative:
The reported field event of out of range impedance was confirmed. Testing of the device¿s right ventricular pacing lead impedance (rvpli) found that it was abnormal. It was determined that the abnormal rvpli was due to an anomaly in the integrated circuit of the device.